Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-01331, 3005168196-2017-01333. The device was implanted into the patient.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician made one attempt to detach the first and third smart coils using the handle but was unsuccessful. A second attempt was made using the same handle and both smart coils were successfully detached. The procedure was completed after detaching the third coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2017-01332. 1. Section h. Box 4. Device manufacture date. This report is associated with MFR report numbers: 1. 3005168196-2017-01331, and 2. 3005168196-2017-01333. H3 other text : placeholder.